Event description:
The facility representative reported a device with a condition of "fails the initial audio test". This condition occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. The uim master software version is colleague 2006. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of "fails the initial audio test" was confirmed during product evaluation. Inspection of the device revealed the condition was caused by a pinched wire on main speaker harness. To correct this condition, the main speaker harness was replaced. The pump was retested and returned to the customer within specification.